Event description:
It was reported the patient had a spectra penile prosthesis implanted on (B)(6) 2018 at which time they only implanted the right cylinder. The left cylinder was not implanted. The spectra prosthesis is designed to be implanted as a pair of matched cylinders. A single implanted cylinder may not be adequate to achieve sexual intercourse and may have an adverse effect on the reliability of the device.

Manufacturer narrative:
The product investigation results confirmed the as reported observations and an overall investigation conclusion code of unintended use error caused or contributed to event was selected as the problem is traced to the interaction between the user and the device and it is unknown if the doctor intentionally didn't follow the labeling,. Escalation to ncep/CAPA is not required as this is an isolated occurrence with this physician and will continue to monitor.

Event description:
It was reported the patient had a spectra penile prosthesis implanted on (B)(6) 2018 at which time they only implanted the right cylinder. The left cylinder was not implanted. The spectra prosthesis is designed to be implanted as a pair of matched cylinders. A single implanted cylinder may not be adequate to achieve sexual intercourse and may have an adverse effect on the reliability of the device.